Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review of the electrocardiograms, noise due to oversensing was observed on the right ventricular lead. The patient presented for lead replacement procedure the next day. During the procedure, the physician noted the appearance of an insulation breach near the proximal portion of the lead, possibly due to lead to can abrasion. The lead was capped and replaced on (B)(6) 2018. The patient remained stable throughout.